Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy properly, and the sealant was attached to the device. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). The deployer was certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device as it was returned with the stopcock opened. The sealant was observed exposed in the distal portion of the body shaft. This condition was attributable to a possible actionized deployment mechanism, meanwhile the advancer tube was observed retracted inside of the sealant sleeves. The procedural sheath was not returned with the device. Additionally, a non-cordis syringe was returned detached from the device. A functional test was executed by simulating the deployment mechanism, where the advancer tube was able to advance using the shuttle as expected and the sealant could be easily removed. During this analysis, it could be concluded that no issues with the mechanism could be related to the reported event. The reported event of ¿sealant-failure to deploy¿ was confirmed through analysis of the returned device since the sealant was received exposed on the body shaft, indicating an unsuccessful deployment. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the issue experienced since there were no functional anomalies observed with the returned device, and it performed as intended per the mynxgrip IFU. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy properly, and the sealant was attached to the device. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). The deployer was certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. The device is being returned for evaluation.

Manufacturer narrative:
The event date will remain unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.